Event description:
The hospital ordered 65 everest and jennings "traveler-20" wheelchairs from graham field. We ordered along with the wheelchairs, the IV pole and oxygen tank holder combination attachment for the wheelchairs. The attachment part number is b10320e from everest and jennings. The day after placing the wheelchairs with attachments into the hospital, a security guard verbally reported accidentally bumping into the IV pole attachment, which was set at eye height and poked him in the glasses he was wearing. After looking at the way the IV pole loops are designed, we realized that they poke out horizontally and could easily poke someone in the eye. Also, the attachment is designed to only sit at 3 different heights, all of which could be at someone's eye level, depending on the person's height.